Event description:
Reporter indicated that device interrogation at office visit revealed that programmed parameters were different than what was prescribed and that an excessive amount of magnet activations had been recored in the device history.device normal mode output current was found to be at oma instead of at the prescribed setting. User error during previous programming session is suspected. No adverse event was reported in conjunction with the suspected programming anomaly. Device diagnostic testing was within normal limits, indicating proper device function. Neurologist indicated that a possible cause of the excessive number of magnet activations may be the patient's exposure to a toy truck that operates between 27-47mhz. Treating neurologist did not reprogram the patient's device to prescribed settings because she was reportedly not sure whether the device was functioning properly.investigation to date has been unable to determine whether the device is functioning properly.

Event description:
Review of device programming history revealed that during office visit prior to discovering that the device was programmed to 0ma, an interrupted lead test resulting in a fault/fault reading caused the device to be programmed to 0ma. The device was not interrogated prior to the pt leaving neurologist's office to confirm proper settings. Review of device programming history did not reveal any anomalies that indicated a device malfunction.